Event description:
Reportedly, the subject programmer intermittently automatically switches off and reboots, and it can become stuck in a boot loop.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer intermittently automatically switches off and reboots, and it can become stuck in a boot loop.

Manufacturer narrative:
Preliminary analysis revealed that the reported issue is attributable to either insufficient quality of contact between the plug of the central process unit board and the one of the power supply, and/or instability on the pre-power supply board.

Event description:
Reportedly, the subject programmer intermittently automatically switches off and reboots, and it can become stuck in a boot loop.